Manufacturer narrative:
Concomitant medical products: 5076-58, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is reported as deceased. The right atrial (ra) lead exhibited high impedance. The right ventricular (rv) lead exhibited high impedance and noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient presented to the hospital unresponsive. The family requested no additional measures were to be taken. No autopsy was performed and the cause of death was identified as natural causes.